Event description:
A medtronic representative reported that the vertek arm would not lock. There was no pt present.

Manufacturer narrative:
Pt info was not provided as no pt was involved in this concern. The device has not been returned to the MFR. A replacement part was shipped to the site.